Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient elected to discontinue and return the ilet insulin pump due to blood glucose fluctuations while using the system, and the patient transitioned back to multiple daily injections per healthcare professional recommendation. Symptoms included hyperglycemia. Outcomes included no alarms, no alerts, and no hospitalization. Investigation included a review of the complaint details and coordination with the field team. Investigation of this case revealed that the cause of the reported hyperglycemia was unclear, and no device alarms or component-specific malfunctions were identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.